Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received an email from a customer who reported a receiving discrepancy reading issue with the adc device. The customer indicated that the sensor showed "hypo" and based on this, they self-treated with unspecified drinks, and about an hour later, a finger prick result of 36.7 mmol/l was obtained from an unspecified meter. The customer was admitted to the hospital however, no treatment details were provided. The customer further reported that the hospital's meter and unspecified meter results were the same, which was "double" what was obtained from the sensor. No further information was provided. There was no report of death or permanent impairment associated with this event.